Event description:
It was reported to the aci clinical specialist that a (B)(6) female patient underwent a diagnostic peripheral procedure on (B)(6) 2011. Access was obtained via a 5f sheath at the right groin via an ipsilateral retrograde approach. The physician then upgraded to a 6f sheath to perform a renal intervention in which a stent was implanted. Following the procedure, the physician who is a trained user of mynx, chose the device for femoral artery closure. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. There was no information provided regarding the steps taken during mynx deployment. It was reported that hemostasis was not achieved with the mynx and the patient was converted to manual compression where hemostasis was successfully achieved. Following the procedure, the radiology technologist reported that the sealant remained on the catheter. No further information was provided.

Manufacturer narrative:
The device was returned and examined, and it was able to properly engage per specifications. Based on the information provided and the investigation performed, the probable cause of the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1032211) indicated that the mynx device met all established performance criteria prior to shipment.